Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low r waves sensing, far p-waves oversensing and loss of capture. Fluoroscopy confirmed that the rv lead had dislodged. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.